Event description:
As reported, although there is no enforcement to the angioguard distal protection device, the device could not pass the lesion and it was observed that the transparent protection part on the wire shaft got out of the shaft. During analysis of the device it was noticed that the coil tip was unraveled/stretched. The age and gender of the patient is unknown. The target lesion location is unknown. The product was properly inspected and prepped and no anomalies were noted. The torque device was locked onto the guidewire. There was no difficulty docking the filter basket into the delivery sheath. The angioguard was passed through the sheath but failed to cross lesion. The physician decided to withdraw the angioguard. When the physician removed the device from the patient it was noticed that the delivery sheath was kinked. Therefore, a new angioguard was opened to finalize the procedure. The procedure was successfully completed. There was no reported injury to the patient. The product was returned for evaluation and during analysis it was noticed that the coil tip presented an unraveled/stretched condition at the distal end.

Manufacturer narrative:
As reported the angioguard distal protection device could not pass the lesion. After removal it was observed that the transparent protection part on the wire shaft 'got out of the shaft.' There was no difficulty docking the filter basket into the delivery sheath. There was no reported injury to the patient. A cd was received that appears to show that an angioguard performed as expected. The product was returned for evaluation and during analysis it was noticed that the coil tip presented an unraveled/stretched condition at the distal end. One non sterile angioguard rx was received coiled inside a plastic bag. The deployment sheath presented a bend at 10cm from the distal end. The coil tip presented an unraveled/stretched condition at the distal end. The filter basket was received captured into the deployment sheath without any visual damage. The capture sheath was received in its original pouch. No other anomalies were observed on the received unit. The coil tip and the deployment sheath were inspected under a microscope and the damages were confirmed. A lab sample dispenser was used to perform the functional analysis. Despite the damages the filter basket was loaded on the delivery system and deployed successfully. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The failure reported by the customer as delivery system premature deployment was not confirmed due to the filter basket was received captured into the deployment sheath, also the functional analysis was performed successfully. The failure reported by the customer as "delivery system-failure to cross" could not be evaluated due to the nature of the complaint. The cause of the damages found in the device could not be conclusively determined. It is possible that this damage may have been caused during attempt to cross the lesion. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported; neither the product analysis nor the DHR review suggests that the failure could be related to the angioguard manufacturing process; therefore, no corrective action will be taken at this time. It is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling. However, there is not enough information to draw a clinical conclusion between the device and the event.